Event description:
It was reported that the internal distal tip of the cutter fractured during a surgery and a metallic fragment dislodged inside the patient and was later retrieved.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Nonetheless, this condition is a known failure mode. The device history record and non conformance report historical data of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes can be associated, but not limited to: components do not fit properly, shaver blade comes in contact with a metal object and/or excessive force/torque applied by user. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the internal distal tip of the cutter fractured during a surgery and a metallic fragment dislodged inside the patient and was later retrieved.